Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station failed to launch the application. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was in disconnected mode. A technical support specialist (tss) dialed into the station, rebooted the device, and verified all stations. The medication application launched successfully on each station, tss then contacted the customer for confirmation, and the customer verified proper functionality. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station failed to launch the application. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.